Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that during screw insertion for a c4-c7 acdf, the ring detached from the plate ¿ at the second hole from the top on the patients left side. The surgeon removed and replaced with another plate to complete the procedure. This is report 2 of 2 for complaint (B)(4).